Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the luer lock and tubing. Reportedly, the customer declined to expel the air out of the tubing. There was no impact to the customer's blood glucose level.